Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48mm saccular abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck diameter was 16mm and the aneurysm entry was 26mm in diameter. The diameter of the right access vessel (common iliac) was 13mm and 47mm in length. The diameter of the left access vessel (common iliac) was 12mm and 48 mm in length. It was reported that during the index procedure the main body was deployed without issues. However, when the main body delivery system was removed, the nose cone was stuck on the suprarenal stent. The physician moved the delivery system up and down with torque but the situation did not improve. Following advice from another physician the delivery system was moved up to the descending aorta and then it was removed. It was noted that it seemed that a wire came off when the delivery system was moved up and the nose cone damaged the vessel wall, which led to the dissection. The physician implanted another manufacturer¿s device to treat the dissection and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4). Results: arterial dissection. User error, wire came off. Cause is unknown. Conclusion: arterial dissection. Cause is unknown.